Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. The patient had a type a aortic dissection onset in (B)(6) 2010 and had been monitored, but this time tevar was performed. Following implantation of ctagac, a total arch replacement was performed, and one open stent graft was implanted in the proximal side. The procedure was completed. On an unknown date, aortic enlargement/aneurysm was observed on the outer curvature of the aortic arch where the open stent graft had been implanted, not the treatment site of ctagac. On (B)(6) 2025, the patient was transferred to the emergency room with complaints of chest and back pain. Impending rupture was suspected. Imaging examination revealed no rupture or new aortic dissection, but an additional procedure was planned to promote thrombosis of the distal false lumen. On (B)(6) 2025, a reintervention was performed, and additional stent graft was relined within the ctagac extending to the distal side.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : reoperation w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.